Event description:
A pt contacted lifecor customer support to report that one of his battery packs was not staring up his monitor. He stated that when it is placed in the charger, the battery pack with the blinking red light illuminates. Download revealed one battery pack was having "battery pack fault" flags. Support contacted the pt to replace this battery pack and the pt stated that the second battery pack was not holding a charge. Support sent the pt two replacement battery packs. Pt contacted support again approximately one hour later and demanded we replace all three battery packs and the battery charger. Support sent him the equipment.

Manufacturer narrative:
Device manufacture date: battery pack (B) (4). Battery pack (B) (4). Battery pack (B) (4). Battery charger (B) (4). Device evaluation summary: device evaluations battery pack (B) (4), battery pack (B) (4), battery pack (B) (4), and battery charger (B) (4) have been completed. The reported problem was confirmed. Battery pack (B) (4) would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unk substance. Battery pack (B) (4) had mismatched cells. The pt had used this battery pack until it was almost dead. Battery pack (B) (4) was full of water. The pca was shorted out. It was scrapped. The battery charger was fully functional. It was retested and restocked. No adverse event occurred due to the defective battery packs. The pt received a replacement battery packs and battery charger.